Event description:
The user facility reported a 59-year-old-male patient on impella cp support. It was reported that the patient experienced bleeding from the venous sheath with slight oozing from repositioning sheath on impella. Systemic heparin was turned off due to bleeding and hematoma the site. Activated clotting time was greater than 375. The pump stopped and was removed. The patient continued to decline so a new pump was used.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.